Event description:
It was reported to arjohuntleigh that the customer experienced door hinge problems. The technician attending site found bottom connecting part of the door strut had come apart from the strut. The equipment was voluntarily tagged out for service by the customer and not used with patients. Please refer MFR report # 9611530-2013-00139.